Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 07/21/2021. An investigation was conducted on 08/04/2021. A photograph was provided by the account. A photographic inspection was conducted. The product box was observed to be dented on the front of the box closest to the product information. A visual inspection was conducted. The product box was observed to be dented on the front of the box near the product information. The product box was observed to be unopened. There were no other visual defects observed on the product box. Based on the returned condition of the device, the reported failure "manufacturing, packaging or shipping problem" was confirmed. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
(B)(6) reported that during receipt of a shipment, they received this shipment and the outside box was in fine condition. But they found one box with a hole and customer won¿t accept them. No patient involvement.